Event description:
The following has been reported: reported as having the issue of the pump being connected to a power source with other pumps and the screen locking up. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: processor hardware failure (linux core) reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. The issue was due to a crash of the application software of the pump. Root cause is currently unknown and is being investigated as part of CAPA-00040. Subsequent investigation indicates this issue may be related to scar-000043. The complaint notes a power issue but without attached log files a detailed investigation was not possible however the noted hallmarks of the CAPA were not detailed in the complaint (buzzer sound, flashing red lights, kernel crash). Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.